Event description:
It was reported on (B)(6) 2026 the intravenous therapy department performed a bedside insertion of a disposable access needle for an implanted drug delivery device. On (B)(6) 2026, 22:30 while administering an infusion of antibiotics and normal saline, a rupture in the tubing was discovered, resulting in fluid leakage; approximately 20 ml of fluid seeped onto the patient's pillow and bedsheet. Initially, the leakage was suspected to originate from the positive-pressure connector; however, after removing the connector and attempting to inject fluid directly into the infusion port, it was determined that the leak was occurring at the distal end of the port itself. Later that same day, the access needle was removed. On (B)(6) 2026 the intravenous therapy department re inserted a new disposable access needle for the implanted drug delivery device; the patient exhibited no adverse reactions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.